Event description:
It was reported a non-boston scientific product exhibited oversensing and a possible lead issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).